Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator would not power on. The device was not in patient use. Addtional information received from the customer states the device was able to power on. The issue was due to operater error. The machine functioned as designed.

Manufacturer narrative:
The manufacturer previously sent a correction for incorrect coding for "type of investigation" on MDR 2518422-2020-02229. The coding for "type of investigation" on MDR 2518422-2020-02229 was correct, no correction was needed. This report contains the correct coding for "type of investigation" as 4118 and is reflected in this report.

Manufacturer narrative:
The previous report contained incorrect coding for "type of investigation". This report contains the correct type of investigation coding of 10; testing of actual/suspected device.